Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Event description:
An (B)(6) male patient underwent aaa repair on (B)(6) 2011. The patient's anatomical form was suitable for endovascular repair. One flex main body graft and three iliac leg grafts were placed as labeled. A completion angiogram (anterograde)demonstrated extravasation of contrast from the main body graft between the 4th stent and the limb. A pigtail catheter was advanced into the main body to re-perform angiography (anterograde) and contrast leak was confirmed. Subsequent angiography was performed with contralateral retrograde access to see if there was a leak at component overlap site but no leak at junction was observed. The physician suspected it as a type IV endoleak and decided to take a wait and see approach. Act levels: 120 before the procedure/269 before insertion of the device. Images have been requested and will be provided to assist in this investigation. The patient's condition after the procedure is unknown as not provided by reporter.